Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Manufacturer reference: (B)(4). User facility listed.

Event description:
According to the reporter, during an open proximal pancreaticoduodenectomy the device stopped firing in the middle. Replaced by egia60axt, the surgeon attempted to fire the device; however, the device stopped firing in the middle again. Another device was opened to continue. Nothing fell into the cavity. No bleeding. N/a not available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.